Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted the lead exhibited helix retraction failure. The lead was not used and the patient was in stable condition.